Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding inability to pass a cable through the tensioner involving a d/m one-sided cable tensioner was reported. The event was confirmed. No patient involvement was reported. Method & results: device evaluation and results: visual inspection indicated that the device was returned in used condition, exhibiting surface scratches associated with frequent use of the instrument. The tip of the tensioner was grossly deformed exhibiting gross misuse of the device. Device history review: records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because functional test revealed that the device was functional, however, the 2.0 mm cable was difficult to thread through the tensioner due to the bent tip of the device. While the exact cause of the damage could not be determined, it may have been the result of the tensioners being dropped or accidentally impacted during cleaning. This event is likely user misuse.

Event description:
The cerclage got stuck in the instrument, art.nr. (B)(4). When taking apart after surgery, they found small parts of cerclage. Removed them, but does not work probably after.

Event description:
The cerclage got stuck in the instrument, (B)(4) when taking apart after surgery, they found small parts of cerclage. Removed them, but does not work probably after.